Event description:
During a laparoscopic cholecystectomy procedure. The instrument jaws broke. The surgeon applied another device to complete the procedure. No pt injury reported.

Manufacturer narrative:
The jaw of the instrument was broken off when received.